Event description:
It was reported that the patient was having difficulty/unable to recharge. The patient could communicate with the clinician programmer and the patient programmer. The antenna locator was attempted and did not resolve the issue. The recharger stats showed that four of the last six charge sessions ended with the battery at 50% and the other two ended at 75% after charging for 0-3.1 hours. The average coupling was two bars. The implantable neurostimulator (ins) was possibly flipped and doesn¿t seem too deep or very superficial. The patient followed-up with their doctor for x-rays to see if the battery was flipped and results showed that the ins was flipped. The patient was scheduled for surgery to flip the ins back over and secure in the pocket on (B)(6) 2015. No patient symptoms reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient had surgery on (B)(6) 2015 and the implantable neurostimulator (ins) was flipped back into the correct position and moved slightly lower and more medial at the patient's request. The ins was dead and the site needed to heal before the patient attempts recharging.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies.

Event description:
Additional information received from the manufacturer representative reported that the patient was still having problems recharging, and they opted to have their system explanted. The system was replaced with a spinal cord stimulation device from another manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received by the manufacturer representative (rep) reported that the patient continued to have problems recharging. They could only get 8 boxes of coupling for the first 2 minutes every once in a while, and then they would lose it and could not get it again. The rep met with the patient on 2015 (B)(6) for troubleshooting and the patient noted that the recharger had not been acting right since it was plugged into an outlet during a storm. They wondered if power surges caused some damage to the recharging unit. The rep attempted to recharge using the patient's unit, but still had difficulty. They then tried another recharger and they were able to maintain 4-8 boxes of coupling while recharging as long as the patient was not leaning up against the recharger. They gave the patient that recharger to take home and try recharging on their own. The cause of the coupling and recharging issues were not determined. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.